Manufacturer narrative:
Results: eval of the returned product found that on panel side a the zipper slider body is open, two elements are bent and the insert pin is missing. Mattress envelope is delaminated. Note: the instructions for use has a warning and caution statement: never rip the panels open, as this will damage the zipper slider, preventing the zipper from closing securely. Check the zippers before leaving the pt alone, apply pressure with your hands along the entire length of the zipper to make sure the panel is securely closed and that there are no gaps or openings along the entire length of each zipper. Snap the quick-release buckles shut to ensure all zippers are securely closed, and check by tugging on each buckle. (B)(4).

Event description:
The distributor reported that the panel a zipper strength is weak and a metal part is gone from the zipper which was discovered during set up by the distributor in their warehouse. There was no pt contact with the product when this was discovered.